Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of not following pd procedure properly, peritonitis with culture positive for pseudomonas aeruginosa and fungal peritonitis coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapies. On (B)(6) 2011,the patient began treatment with dianeal pd2 1.5%, 4 exchanges, with 1l fill volume intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter's (B)(4) service center and the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by intermittent abdominal pain and cloudy drain. On an unreported date, the patient was not following the pd procedure properly, which caused peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment given was meropenem 500mg intravenous (IV) drip and ceftazidime 250mg/2 liter bag (frequencies not reported). On an unreported date, the patient was treated with heparin 1000 iu/bag. The patient was still hospitalized. On an unreported date, the patient was retrained on performing pd therapy. Outcome for the event of peritonitis with culture positive for pseudomonas aeruginosa was not reported. The patient had not recovered from the fungal peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event was caused by use error and there was no allegation of a device malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient was not following the pd procedure properly. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.